Event description:
It was reported that a user sought assistance when the ilet displayed an on-screen instruction not to connect tubing and the user could not access the insulin cartridge icon to initiate a rewind during a supply change, after which the agent guided the user to unlock the pump, access the main menu, and proceed through the priming prompt to start the rewind, which completed successfully. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no alarms. Investigation included remote troubleshooting and user education on correct supply change steps. Investigation of this case revealed user difficulty with the supply change workflow, resolved by proper navigation and confirmation of priming prompts, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user error in following supply change procedure.